Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 upon opening, part of the c-ring "arms" that extend and retract the c-ring were broken (tube for washer). The device was not used on patient. A new device was opened for the procedure. Patient was not in the room.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/04/2024. An investigation was conducted on 03/05/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. No signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device. The cannula handle was observed to be intact with no visual defects observed. The scope wash tube was observed to be not attached to the intact c-ring. The detached scope wash tube was not returned for evaluation. The end of the c-ring where the scope wash tube connects was observed to be melted. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; scope wash tube" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000360579 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.